Event description:
It was reported that ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that two ez45b's jammed on the lung and would not fire. Devices were forced off with no damage to the lung tissue (no more info available). There was no consequence to the pt.